Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module failed preventive maintenance and would be sent back for investigation. On (B)(6) 2026, after the battery was replaced, the device failed to power on. Multiple batteries were tested, but the issue persisted. The fuse and battery connector were inspected and found to be in good condition following the battery replacement.